Manufacturer narrative:
The pod was received with the soft cannula deployed. Initial attempts to download the data were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was used to download the data. The download data from the pod showed that an 0x6a occlusion alarm had been generated by the pod. Corrosion was observed on the pcb assembly and bottom battery. Inspection of the fluid path found a tear in the unexposed soft cannula which resulted in fluid leaking inside the device. The internal fluid leak contributed to the observed corrosion and the low battery voltages. It could not be conclusively determined if the low battery voltages contributed to the occlusion alarm as it could not be conclusively determined when the battery voltages became low. The exact cause of the 0x6a occlusion alarm could not be determined. The internal fluid leak prevented the proper delivery of insulin throughout device operation and the 0x6a alarm alerted the user to an occlusion of the fluid path, stopping insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose above 300 mg/dl. The pod was worn on the patient's abdomen for between 4 and 24 hours. As treatment, a new pod was applied.